Manufacturer narrative:
(B)(4).

Event description:
It was reported there was elevated pacing lead impedance when the asymptomatic patient presented remotely. Testing was recommended. The physician plans to follow the non-dependent patient normally.